Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 1st may, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated that some buildup occured external on the fork shaft. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Initial reporter was biomed. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 1st may, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated that some buildup occured external on the fork shaft. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 1st may, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was determined that the issue from the complaint is not safety and risk related. Then on 24th august 2023 further information was provided by getinge technician following the visit as the customer site and device evaluation that some buildup occured external on the fork shaft. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 700. It was determined that the issue from the complaint is not safety and risk related. Then on 24th august 2023 further information was provided by getinge technician following the visit as the customer site and device evaluation that some buildup occured external on the fork shaft. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered, defective part (pwd/hled 700 sf hd - fork shaft - ard568301135) was replaced and the device was released for use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. According to the analysis performed by the subject matter expert, the damaged shaft is probably due to a lack of lubricant and needle bearings must not be used in such a condition. In the user manual maquet sas requests to the final customer, to check the snap rings on all the light heads and to remove the light and lubricate the sleeves every year by a certified technician. It will protect the bearings and shaft from being used in inappropriate conditions and damaged. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 1st may, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was determined that the issue from the complaint is not safety and risk related. Then on (B)(6) 2023 further information was provided by getinge technician following the visit as the customer site and device evaluation that some buildup occured external on the fork shaft. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.